Manufacturer narrative:
Pump was received with intermittent button response due to moisture damage on keypad traces. No stuck buttons or numbers ramping up noted.unit had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 439 mg/dl. Troubleshooting was not performed. The device was returned for analysis.